Event description:
The core heavy duty power pack was sent for service and during evaluation at the manufacturer it was noted that there is heat damage and a large melted spot to battery end of adapter.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.